Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 418 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer was not treated for high blood glucose level as the customer was not connected to the insulin pump. Customer declined troubleshooting for high readings. The insulin pump will not be returned for analysis.